Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 3. Reference MFR report: 1627487-2018-00790, reference MFR report: 1627487-2018-00791. It was reported that the patient developed drainage at their ipg site. As a result, their physician gave them antibiotics and applied a dressing. The week following, the drainage continued so a different antibiotic was administered. The patient followed up with their physician and black drainage was noticed, as well as the ipg eroding through the skin. No cultures were taken. As a result, the patient's ipg was explanted on (B)(6) 2018. During the procedure the patient's leads were cut, but remain implanted. Surgical intervention could be pending to remove the leads.